Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker patient presented to the emergency room with a documented heart rate of 25 beats per minute. There were no stored events which would indicate oversensing on the other manufacturer's lead. The patient reportedly had similar symptoms in november and at that time, the right ventricular automatic capture feature was programmed off. A recent rhythm strip reportedly showed pacing with no capture. There was no indication of minute ventilation issues and no jumpy impedances. No visible damage was observed on the leads and the issue was not reproducible, at the time. The system was abandoned, as the patient was occluded and thus a new single chamber system was implanted, on the opposite side. The following day, when the field representative went to program this pacemaker off, there was an alert for impedances greater than 3000 ohms. The cause remains unknown. No additional adverse patient effects were reported.